Event description:
It was reported that when the electrical cable for the cardiac ablation catheter was connected, the system did not recognize the catheter and a system notice appeared indicating an unrecognized catheter. Attempts to disconnect and reconnect the cable did not resolve the issue, so the electrical cable was replaced, which resolved the problem. The case was completed with cryo. It was later noted that the electrical umbilical cable was used past its use by date and was expired. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.